Event description:
Reporter indicated that depression study patient was hospitalized due to exacerbation of depression. It was reported that the event was severe, but was resolved with treatment. Study coordinator indicated that the event was not related to the vns therapy, but was due to social conflicts